Event description:
It was reported to philips that the system's x-ray tube needed to be replaced, which can indicate a problem with imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated in response to a customer report that the x-ray tube needed to be replaced. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, resulting in no service action being performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.